Event description:
Pt reported the infusion device display is defective and the insulin delivery of the infusion device is too high. She has often experienced low blood glucose of 60 mg/dl since (B)(6) 2012. She changed to her backup infusion device using the same basal rates and her blood glucose returned to a normal level. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.